Event description:
It was reported that during a greenlight prostate procedure, the first side-firing surgical fibers used failed at approx. 90,000 joules due to forward-firing. The fiber was replaced and the procedure continued using a second fiber. Near the end of the procedure and while using the second side-firing surgical fiber, the fiber output beam was observed to become forward-firing; the fiber usage (time/joules) was not recorded. The second fiber failure occurred right at the end of the procedure and the physician determined the procedure to be complete and not necessary to continue with a third fiber.

Event description:
It was reported that during a greenlight prostate procedure, the first two side-firing surgical fibers used, both failed at approx. 90,000 joules due to forward-firing. The procedure was successfully completed using a third surgical fiber, however, this fiber was also reported to have failed right at the end of the procedure. There was no patient injury reported. This report is for the second surgical fiber used.